Manufacturer narrative:
Two levels of controls were tested and passed on all three meters within twenty-four hours of the results in question. The strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from three accu-chek inform ii meters. At 2:25 am using meter uu14495670, the result was 380 mg/dl. At 3:34 am using meter uu14450894, the result was 141 mg/dl. At 5:04 am using meter uu14450894, the result was 526 mg/dl. At 5:06 am using meter uu14495670, the result was 178 mg/dl. At 5:10 am a using meter uu14466526, the result was 390 mg/dl. At 5:26 am, a venous sample was collected and the result was 69 mg/dl.